Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'air in line errors' which were verified through a review of the event history log as air in line messages, but not reproduced during evaluation. The reported condition was verified. The cause was determined to be out of specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.